Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent ¿alert 38 ¿ motor stall¿ notifications and contacted support multiple times; the user stated they followed correct supply change steps earlier, and during the call the pump was restarted after disconnecting, the restart alert did not immediately recur, and priming while disconnected could not proceed until the user performed a full cartridge, connector, and tubing change with visible drops before reconnecting and was advised to monitor glucose and watch for additional delivery alerts. Symptoms included potential interruption of insulin delivery without reported hypoglycemia or hyperglycemia. Outcomes included continued device use after successful supply replacement and restart, without need for medical intervention. Investigation included call-guided troubleshooting, device restart, and replacement of the disposable fluid path components. Investigation of this case revealed a consecutive motor stall alert condition consistent with an insulin delivery obstruction or motor resistance within the disposable path, which resolved after changing the cartridge, connector, and tubing, indicating a probable transient flow restriction rather than a pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient delivery obstruction in the disposable infusion pathway. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.